Manufacturer narrative:
Correction: d4. H4: the lot was manufactured between november 18, 2023 and november 20, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: (B)(4). Manufacturing date UDI is unknown. E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva tpn bags leaked from the middle, butterfly port during the compounding process. There was no patient involvement. No additional information is available.